Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with the right atrial lead that exhibited inappropriate capture of the ventricle. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement and inappropriate capture. As received, a complete lead was returned with its helix fully extended and within product specification. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. All damage found was consistent with procedural damage.